Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported a catheter failure that resulted in failure of therapy and explant surgery on (B)(6) 2016.

Event description:
Additional information received from a consumer reported a catheter failure that resulted in failure of therapy and explant surgery on (B)(6)2016.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, lot# j0177999r, implanted: (B)(6) 2001, product type: catheter. Product ID: 8840, serial# (B)(4), product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709, lot # j0177999r, implanted: (B)(6) 2001, product type catheter; product ID neu_unknown_prog, product type programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 10 mg/ml morphine at a dose of 1 mg/day via an implantable pump for low back pain. It was reported that the pump was replaced on (B)(6) 2016 due to elective replacement indicator. Upon opening the pocket, the catheter was not connected and much fluid (drug and cerebrospinal fluid (csf)) was in the pocket. A revision kit was added 7 cm of length to the existing catheter. The pump tubing was back table primed, but the catheter was not primed as the length was unknown. The dose was dropped to 1 mg/day and there was good csf flow. There were no environmental, external, or patient factors. No diagnostics were performed and the issue was resolved. The patient was doing fine and the status was listed as alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.